Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. It was noted that there was blood/bodily fluid in the lumen(s). Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker system experienced a 30 second pause in pacing due to non-capture on this left ventricular (lv) lead and the non boston scientific right ventricular (rv) lead. Subsequently, the lv lead was explanted and replaced, and the non boston scientific rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This lv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker system experienced a 30 second pause in pacing due to non-capture on this left ventricular (lv) lead and the non-boston scientific right ventricular (rv) lead. Subsequently, the lv lead was explanted and replaced, and the non-boston scientific rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This lv lead was returned for analysis.